Event description:
This is the third patient for a series of cervical fascial dehiscence¿s that have occurred since (B)(6) 2022. It was not initially clear that the problem was anything other than a random occurrence until the most recent occurrence which will be reported separately. Consistently now the fascia is separating at 3 weeks and the covidien #1 polysorb 18" gs 25 dt vio cl3mg suture is observed to be friable and dissolved with knots still present and fascia/muscle appearing healthy end separated. The most recent occurrence, which will be separately reported, had few remaining sutures present with the rest presumably completely dissolved. The reported tensile strength is 30% at three weeks which is not the case. In this case, no infection was identified. This particular case did require a separate procedure to address the dehiscence.